Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to use a resolute onyx drug eluting stent. It was observed that the stent struts were disrupted. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.